Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hitting the act button on the insulin pump but it was not working. The insulin pump alarmed failed battery test. The act button was not working on the time/date. Customer's blood glucose level was 700 mg/dl. The customer went to the hospital and they made her take off the insulin pump. Therefore, her blood glucose level went up. Troubleshooting was declined. She treated her blood glucose level with a shot of insulin. The device was not returned.